Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated an issue with the pace polarity. It was noted the right ventricular (rv) lead pacing impedance in bipolar and unipolar measured 57 ohms on (B)(6) 2016; rv unipolar lead impedance warning and polarity switch occurred on (B)(6) 2016. The cause of low impedance measurements on (B)(6) 2016 is unknown; all other impedance measurements normal.

Event description:
It was reported that the implantable pulse generator (ipg) polarity switch activated inappropriately, with the right ventricular (rv) lead switching polarity from bipolar to unipolar. It was noted the polarity had switched in a similar way previously. The polarity switch had occurred due to a measured low impedance and the low impedance measurement was incorrect because it had both a unipolar and bipolar measurement at the same time. The erroneous measurement was not observed following the polarity switch. The device mode was reprogrammed and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.